Event description:
Started feeling weird. Very bad nerve pain. No sex drive. Has gotten so bad I can barely walk. I am (B)(6) and my body has deteriorated consistently since having these implanted. Brain fog, memory loss, dry hair, skin and nails. Hair falling out. FDA safety report ID# (B)(4).